Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the united states that the patient had critical battery alarms as well as lost power to the controller with associated pump stops and a controller exchange was performed. The patient developed an acute headache after the controller was changed and approximately 20 minutes later suffered a syncopal episode where she suddenly lost consciousness. The patient was admitted to the hospital and a computed tomography (CT) and echocardiogram were performed on (B)(6) 2013. The CT scan showed no evidence of acute infarct, hemorrhage, or hydrocephalus. The patient was observed for 24 hours during her hospitalization. No alarms or syncopal episodes were observed and the patient was discharged on (B)(6) 2013. Review of the controller log files revealed critical battery alarms and several episodes of lost power to the controller (with associated pump stops) around the time of the reported event; however, no controller fault alarm had been logged. The controller was returned for analysis by the manufacturer, but one of the batteries involved was not returned. The returned battery passed external visual inspection but was rendered inoperable probably due to a faulty cell. The returned controller was found to have no problems after external and functional testing. The reported event was not confirmed as log file revealed no controller fault record. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack z-1607-2014. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2015-00261 and 3007042319-2014-00796) submitted for devices related to the same event.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2013-00261 and 3007042319-2014-00796) submitted for devices related to the same event. Evaluation in progress.

Event description:
Approximately nine months after implantation, the patient experienced controller fault alarms and a few other unexplainable alarms. The site indicated that the vad coordinators urged them to change her controller out after she had a syncope episode in the clinic. Preliminary log file review confirmed pump stops. The controller and two batteries were removed from the patient and a new set was supplied.